Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned in segments. Visual analysis revealed there was intermittency between the pin and cap on the is-1 connector. There was blood/body fluid on the outer tubing overlay as well as cosmetic environmental stress cracking. The outer tubing overlay was also breached cut and a cosmetic depression was noted. The helix/lobe was distorted/bent. There was blood in/on the helix/lobe mechanism. The lead was stretched.

Event description:
It was reported that the right ventricular lead exhibited high impedance. It has slowly and steadily increased since implant. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular lead exhibited high impedance. It has slowly and steadily increased since implant. It was later reported the lead was removed and replaced. No patient complications have been reported as a result of this event.